Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a n186 (distal occlusion delivery) malfunction coe. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device open and close regulator were unseated, it was also noted that the shaft regulator was broken.